Manufacturer narrative:
Unit received with intermittent act, up arrow, and down arrow buttons due to flattened dome switches. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that all the buttons on the insulin pump were extremely hard to press. The buttons, especially the act button, were hard to press since the customer received the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.